Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a power source. The customer's blood glucose level was in the 300 mg/dl range. A replacement usb cable was sent to the customer. No additional information was provided.

Manufacturer narrative:
Customer follow-up on (B)(6)/2018: reportedly, the customer was able to successfully charge the pump by using a replacement usb cable.